Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to recover it and it required maintenance and technical support. A field service engineer logged into mpar air and identified row board failures on main and auxiliary. The engineer then reseated the row board cables on both main and auxiliary to resolve the issue. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to recover it and it required maintenance and technical support. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.